Event description:
It was reported that the user experienced low glucose while using the ilet, with the cause unclear, and treated the event with oral glucose including three glucose sources and two cups of orange juice. Symptoms included low blood glucose consistent with urgent low glucose alerts and associated low-glucose sensations. Outcomes included transient impairment requiring urgent attention but no hospitalization. Investigation included complaint review and user interview with troubleshooting and education completed. Investigation of this case revealed no product malfunction reported and user was able to correct the low with oral carbohydrates. It was concluded that the event was consistent with hypoglycemia of unclear cause with no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.